Manufacturer narrative:
(B)(4). The reported field report of undersensing was confirmed in the laboratory. Review of the stored egms showed the undersensing occurred due to variable r-waves. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented into the emergency room with chest pain. Intermittent undersensing of ventricular events during a vt due to r wave variation was noted upon review of the electrograms. Additionally, far r wave oversensing after the paced event was also noted. Reprogramming was recommended. The device was later explanted due to eri.